Event description:
Pt underwent shoulder replacement surgery in 1998. Decreased range of motion was noted during follow-up visit on 06/02/99 and radiographs revealed that locking mechanism bad disengaged. Revision surgery was performed in 99, replacing bi-polar with a uni-polar prosthesis.